Manufacturer narrative:
Concomitant medical product: model: 694958, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). A remote monitor report was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that over the past nineteen months the patient's right ventricular (rv) lead had triggered warnings for out of range rv defibrillation coil impedance, out of range superior vena cava (svc) defibrillation coil impedance, and out of range tip-to-coil pacing impedance. The patients right atrial (ra) lead exhibited intermittent atrial undersensing. It was noted that the patients ICD was currently programmed to a single chamber, vvi mode. Follow-up was conducted with the patients clinic on file. The healthcare professional (hcp) at the clinic indicated that the patient has not been seen in a long time and the patient has been non-compliant. Hcp also stated that the patient has had known lead issues for some time now and the patient refuses any therapy or treatment changes. No reprogramming has been completed and the leads remain in use. No patient complications have been reported as a result of this event.